Event description:
On the 3100b, there are 3 mushroom valves, a control, dump, and limit. The mushroom valves have 2 pieces, a blue diaphragm attached to the stem and a plastic cap. When they come out of the package, they are one piece capable of being separated. Also, we engaged on a pressurized patient circuit, they could become dislodged and cause a large drop in the system pressure. When we powered the system up and pressurized, we noticed we couldn't get the mean above 20 (patient was set to 40). We looked everywhere for the issue and came to the valves and noticed the stem was loose on the limit valve. When we re-engaged the valve stem into the cover, the pressure immediately came up and maintained a pressure. We also noticed that a glancing blow to the valve could easily disengage the stem again, depressurizing the system. The design of this ventilator has been like this for years, may need to be changed. Fortunately the respiratory therapist understood the issue and was able to assess and treat immediately. The rts haven't seen a lot of hfov in the last year and definitely haven't noticed this to be a problem before.